Event description:
Customer called to report a broken fitting at the bsv (blood sampling valve) of the coulter lh750 hematology analyzer, which caused the cleaner to leak out of the instrument. Customer was performing instrument startup and running controls when the leak was observed. The leak was contained within the unit on the bsv drip tray. The volume of the leak was approximately 3 milliliters. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) contacted customer to speak with the laboratory supervisor. Customer found that the tubing had popped off of the probe backwash cup. Customer reseated the tubing to resolve the leak, after which the service call was cancelled. The fse verified proper instrument function with customer, and customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).